Event description:
Twenty-nine children including four home narrow transplant and unspecified number of hiv positive and other immune compromised patient had endoscopy procedures with instruments processed in an automatic endoscope reprocessor with a one minute disinfection time. The heater was also disinfection time. The heater was also discovered to be off for an indeterminate amount of time, indicating an unkown number of cycles were processed at twenty degrees celcius instead to twenty five degrees celcius. All the children are being called in for testing and further monitoring. No reports of patient injury have been reported.